Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator was shuts off. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was shuts off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's internal battery door was replaced due to physical damage. The device's blower bellows, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, and muffler assembly were replaced as a precaution due to minor contamination. The software was reinstalled and programmed the unit.